Event description:
The customer stated that she went swimming while wearing the insulin pump and the display went blank. Troubleshooting was performed and the display remained blank. The customer reported a blood glucose reading of 384 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic and motor assemblies.